Event description:
It was reported the lens integrated system wifi version shut off during the procedure. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of wifi malfunction was reproduced. Cause of malfunction is a defective dsp module pcb. The complaint investigation has concluded the cause of the failure to be a defective electronic component.